Manufacturer narrative:
Additional information: section d d3: manufacturer address and phone number updated from initial submission. Section g g1: contacting office-manufacturing site address and phone number updated from initial submission. Correction: section b b1: based on the information provided the reportability has been revised to reflect a serious injury opposed to a malfunction that was selected on the initial submission. B2: required intervention to prevent permanent impairment/damage selected. The device investigation has been completed and the results are as follows: device history record (DHR)reviewed results: the DHR was reviewed and there is no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/device inspection results: the returned part was confirmed to be a hahn tapered implant ø3.5 x 10 mm by using the radiographic template. No defects or abnormalities were observed. Investigation results: the complained part was evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as package. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported an (B)(6) patient with bone type iii experienced implant failure to osseointegrate after 3 months, and the patient had ridge width problem. No weight of the patient was given. The patient had no health issues or pre-existing conditions, but experience general bone loss. There was no serious injury or harm to the patient. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Published studies show that 2-10% of implants fail to osseointegrate and this is an inherent risk of implant surgery. Poor bone quality and age greater than 70 years are known to contribute to an increased possibility of dental implants failing to osseointegrate. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate after 3 months, and there was a ridge width problem. The patient had bone type iii, and no health issues or pre-existing conditions, however, the patient experienced general bone loss.